Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was transferred from an outside hospital with an acute stroke. The pt was noted to have left sided weakness, facial droop and a right sided gaze. The pt had been taken to the emergency department at the outside hospital where he had a stroke work-up, including a head CT which showed a right middle cerebral artery acute ischemic stroke. Other lab work was unremarkable. It was reported that given the absence of contra-indication the pt was started on tissue plasminogen activator bolus followed by infusion protocol.

Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The patient remains ongoing on vad support. A correlation between the device and the reported acute stroke could not be determined. The instructions for use lists stroke as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.